Event description:
It was reported that the wake button was sticking. Customer's blood glucose level was 43 mg/dl. Customer consumed carbohydrates and other food to address bg level. The customer reverted to alternate method of insulin therapy.